Manufacturer narrative:
The instruments present during the time of the reported event were reprocessed before use. A steris service technician arrived on-site, inspected the unit, and identified a contactor and fuses on the control board required replacement. Steris service engineering reviewed the reported event and concluded the damaged contactor caused a short circuit which resulted in the blown fuses. The blown fuses caused the burning smell reported by the user facility; no smoke or flames were observed. The technician replaced the contactor and fuses, tested the unit, and confirmed it to be operating according to specification. The unit was manufactured in 2010 and has been in service for over 7 years. No additional issues have been reported.

Event description:
The user facility reported that their reliance endoscope processor was emitting a burning odor. No report of injury. No procedure delays or cancellations were reported.